Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and verified the reported malfunction. Customer for safety wanted check any blood went into the machine. Checked machine & found that no blood inside the machine. Checked all functions of the machine, machine found working ok. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) a balloon rupture occurred. The customer requested for possible blood contamination inside the unit.